Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion was updated.

Event description:
Additional information was received from the patient on (B)(6) 2016. The patient stated that their pump had been replaced because of a malfunction. The pump stopped working on (B)(6) 2016 at 22:21. The patient did not know that it had stopped working until the nurse came to refill the pump on (B)(6) 2016. The patient said that no one told her what the alarms sounded like. The patient said they were getting sick before the pump stopped working so they thought they were just getting sick again, but they were actually going through withdrawal. The withdrawal symptoms started on (B)(6) 2016. The pentec nurse was filling the pump, but currently the managing hcp was taking care of it until the proper dose was identified. Additional information was received from the manufacturer¿s representative, as the device was returned for analysis on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving dilaudid (hy dromorphone) 10mg/ml for a total dose of 3mg/day via an implantable pump for spinal pain and post lumbar laminectomy syndrome. It was reported during a pre operative visit patient's pump alarmed sometime after thanksgiving and patient experienced withdrawal symptoms due to motor stall of pump. No environmental factors may have led or contributed to the event. The cause of the motor stall was unknown. No troubleshooting or diagnostics were preformed at time of report. Patient was seen by healthcare professional (hcp) and was scheduled for replacement. Patient's pump showed a motor stall had occurred, and patient had the pump replaced on (B)(6) 2016 due to motor stall. The issue was noted to have been resolved. Rep became aware of the stall situation during pre-operative telemetry. No further information was provided.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.